Manufacturer narrative:
Philips has investigated this complaint. The customer reported to philips that, after switch-on, the system displayed the error message shutters unavailable. The complaint did not include further details about the nature of the issue. Philips provided a service quotation to the customer to address and resolve the reported problem. No service action was performed by the philips, since the quotation was not accepted by the customer. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's shutters were unavailable, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.